Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. This info has not been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The product associated with this report was not explanted and will not be returned for analysis. Death is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."

Event description:
Reported as: pt death not lap-band related, but something with the oxygen. Follow up findings: per the surgeon's medical staff speaking on behalf of the surgeon: "the death of the pt was not related to the device at all" and "no autopsy was performed". "The pt was cremated and the lap-band system remained implanted, in the pt, following the pt family's wishes". The device will not be returned to allergan for product analysis and the serial number was not provided.